Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6 this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a procedure, the thread of the multifix s-ultra 5.5mm knotless was slipping and the fixing strength was insufficient. The procedure was completed with a sn equivalent device. It is unknown if there was surgical delay. No further complications were reported

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: additional information: h6: medical device problem code. H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The distal anchor, collar, and proximal screw were returned on the device. The distal anchor and collar have abrasions from use, but the collar is not deployed over the distal anchor neck. The proximal screw's threads are deformed from use. A functional evaluation showed the collar will fit over the neck of the distal anchor to lock sutures in place. The black end cap will rotate the tip. The white knob will rotate and move the proximal screw forward. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (application of unintended inappropriate or excessive force to the device). Based on this investigation, the need for corrective action is not indicated.